Event description:
It was reported that the patient had a change in therapy so they suspected a catheter problem. When the patient went in for surgery they discovered the sutureless connector was not correctly attached to the pump; the catheter was disconnected from the pump. The catheter was replaced. The pump was replaced as well as it had been implanted since 2009. The device was used to deliver gablofen (baclofen). No troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced an increase in spasticity, likely due to the catheter becoming disconnected. There were no issues with the pump, it was replaced electively. No additional action had been taken and the patient was doing well.